Manufacturer narrative:
The lens was returned to b+l and subjected to visual inspection. Results revealed a tear throughout the leading haptic plate at the hinge area and tears on the edge of the trailing haptic plate. Also, a portion of leading haptic plate is missing. Unable to perform dimensional measurements due to the torn condition of the lens. In addition, one retain sample from lot # 014643 was inspected dimensionally and all measurements were within specifications. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. In the physician's opinion, the lens injector was likely the cause of the iol damage. However, the lens injector was not returned for evaluation.

Event description:
It was reported that upon insertion of the crystalens iol into the patient's right eye using the ci-28b delivery device, the surgeon noticed that the lens was torn. Intervention was performed by enlarging the incision and removing the crystalens iol. Please reference MDR # 2031924-2011-00104.